Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages, check therapy electrode messages, adjust belt messages) has been confirmed. Upon investigation the electrode belt a-b cable has many cuts in the outer jack with many internal wires broken and others damage. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages, check therapy electrode and adjust belt messages.